Manufacturer narrative:
Physio-control further evaluated the removed therapy pcb assembly and determined that the cause of the reported issue was due to a shorted diode, designator cr30.  The diode was shorted from legs 5 to 9.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to verify the reported event code but did duplicate the reported "abnormal energy delivered" message and observed the device delivering an inappropriate amount of defibrillation energy.  Physio-control replaced the therapy pcb assembly and observed proper device operation through functional and performance testing.  The device was then returned to the customer for use.

Event description:
The customer reported that their device had its service indicator illuminated and had logged an event code which can affect the devices ability to deliver adequate defibrillation energy.  The customer also indicated that they received an "abnormal energy delivered" message on the device display when testing defibrillation energy delivery.  There was no report of any patient use associated with the reported issue.